Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to charged coupled device (ccd) unit was broken due to water that invaded the subject device from leaking location or, the ccd cable inside was damaged due to stress applied to the bending section. The event can be prevented by following the instructions for use (IFU) which state: important information: please read before use: precaution for disappeared or frozen endoscopic image: do not bend, hit or twist the insertion section, control section, universal cord and endoscope connector. The endoscope may be damaged and water leaks and/or breakage of internal parts like ccd cable can result. If bubbles emerge from the endoscope continuously during leakage test, do not use the endoscope. Water may enter from the hole and short the internal circuit. This may result in breakage of the switch and ccd. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus off-color images with blue and red stripes from their evis exera bronchofibervideoscope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a torn channel leaking (unable to tape the leak), a flickering image, and a crushed bending section. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.